Event description:
The customer reported that the device sealed and cut, but then would not re-open while applied to tissue. A dissector was used to remove the device from the tissue. There was no injury to the patient.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.